Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were reproduced while running an infusion. The alarms were confirmed through review of the event history log. The upstream sensor was found to be the failing component. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.